Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed excessive drug precipitate was floating in the bladder and the drug solution is very viscous. During functional testing, drug flow was observed very slowly for about 5 minutes and then did not flow. The cause of the condition was due to the excessive drug precipitate and viscosity. Since the cause of the flow problem was directly related to the drugs solution, the intermate device was therefore determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) additional information: event problem codes, device manufacture date, evaluation codes. There was no patient involvement as this occurred during priming of the device. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through a small volume intermate. The device was filled with 4500 mg of piperacillin and tazobactam in 50 ml of sodium chloride 0.9%. The product was disconnected and an alternative dose was used with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.